Event description:
At 11:15p.m, pt was found sitting on the floor leaning against the bed with th chest restraint drawn up to the neck. The restraint released and pt was lifted into bed. Pt was unresponsive, not breathing, puplis were dilated and not reacting to light and there was no apical heart rate. Pt was pronounced dead at 11:45 p.m.